Event description:
It was reported while using mckesson prevent sg the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is unable to push the vaccine through.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: it was reported that it is unable to push the medication through the needle. To aid in the investigation, fifty samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with a saline solution. Of the fifty samples, one did not expel the solution; these needle is clogged. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214008, 1214992, 1214997 and 1278946 which were provided in the final manufacturing of lot 1341422. There was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using mckesson prevent sg the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is unable to push the vaccine through.